Event description:
On (B)(6) 2013, a reporter contacted animas alleging that the display screen on their device was scratched to the point where it became difficult to read. This complaint is being reported because it was not resolved through troubleshooting. There is no evidence to suggest that this caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 08/19/2013 with the following findings: the display lens was found to be badly scratched. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.